Event description:
It was reported that the micro sagittal saw leaked an oil-like substance prior to a procedure during set-up. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, it was observed that the inside of the handpiece looked moist, but that nothing was dripping out. The presence of a substance being emitted from the handpiece is likely to be caused or contributed to by the presence of fluid inside of the device.